Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the tubing was damaged, defective. The following information was provided by the initial reporter. The customer stated: "during maintenance of the indwelling catheter, fluid leakage was found at the extension catheter fracture."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported when using the bd saf-t-intima IV catheter safety system the tubing was damaged, defective. The following information was provided by the initial reporter. The customer stated: "during maintenance of the indwelling catheter, fluid leakage was found at the extension catheter fracture."